Event description:
It was reported that during a device changeout due to normal battery depletion, the physician noticed some insulation breach on the right atrial (ra) and right ventricular (rv) leads. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4): the partial lead was returned in segments, analyzed and apparent explant damage found. It was noted that the overlay tubing had environmental stress cracking (esc). The analyst commented breached overlay tubing on is-1 pin does not affect the performance of the lead.